Event description:
A malfunction alarm was reported, displaying a specific code, but it was not reset by the customer before contacting support. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to report back if the issue reappears, and they acknowledged this guidance.